Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be difficult. One clip was implanted and the mr was slightly reduced to 4. The second clip was then deployed, reducing the mr to 2. While assessing the valve, 10 minutes post-deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was implanted for stabilization of the slda clip, and mr reduction. Three clips were implanted, reducing the mr to 2+. The patient remained stable throughout the procedure and was confirmed to have a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that the suboptimal imaging contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.